Event description:
Edwards learned of a stenotic edwards mitral bioprosthetic valve eight (8) years after implant. Patient received implant of an edwards transcatheter aortic bioprosthetic valve in the mitral position . Patient is reported as stable.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. The reported mitral stenosis cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events.